Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer via regulatory authority in (B)(6) on (B)(6)-2015 who had essure (fallopian tube occlusion insert) inserted in 2010 for sterilization. The consumer reported the treatment itself went without problems. Only after a year or 2 her complaints occurred: consumer had longer menstruations, had more blood loss, lower back pains, stings lower abdomen, bloated feeling and an abdomen which became thicker (without weight gain). After half a year consumer was menstruating 2 to 3 weeks a month with periods of heavy blood loss. The consumer was eventually referred to gynecologist by general practitioner, who suggested the novasure procedure. After this consumer still experienced blood loss and severe pains, due to which it was decided to remove the uterus and cervix in the end of 2014. After the surgery, the consumer was free from the complaints for some time until she experienced nagging pain lower abdomen and back. She went to the general practitioner in the first week of (B)(6) for a referral to gynecologist. (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2015 for the following meddra preferred terms: 1. Back pain. The analysis in the global safety database revealed (B)(4) cases. 2. Menorrhagia. The analysis in the global safety database revealed (B)(4) cases. 3. Abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced longer menstruation / more blood loss, lower back pains and stings lower abdomen. She had her uterus and cervix removed. These events were considered serious due to their medical importance and are listed in the reference safety information for essure. In this case, consumer experienced these events a year or 2 after insertion. Considering the nature of these events and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected, as the report was received via the local regulatory authority.